Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
The septum and setscrew were not returned with the generator. The end of service condition of the generator was determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event, corrected data, MDR #3 inadvertently stated that patient had generator replaced (B)(6) 2015 instead of (B)(6) 2014.

Event description:
The generator was replaced on (B)(6) 2014. The patient had a full replacement on (B)(6) 2015. The surgeon stated he observed an obvious break in the lead wire approximately 3-4 inches away from the generator but did not know what might have caused it. The explanted lead has not been received to date.

Manufacturer narrative:
Event description, corrected data: it was inadvertently reported that the patient's generator was replaced on (B)(6) 2015, when the replacement surgery occurred on (B)(6) 2015. Relevant tests/laboratory data, corrected data: the diagnostics performed on (B)(6) 2014 were inadvertently not provided in detail as provided by the clinic notes. The diagnostics also were inadvertently not identified as systems diagnostics. Brand name, corrected data: the brand name of the device was inadvertently reported for the generator in supplemental MFR report#01. Type of device, corrected data: the type of the device was inadvertently reported as the generator in supplemental MFR report#01 when intended to be for the lead. Model#, serial#, lot#, expiration date, corrected data: the device product information was inadvertently reported for the generator in supplemental MFR report#01 when intended to be for the lead. Explanted date, corrected data: the device was inadvertently reported explanted in supplemental MFR report#01 when intended to be for the lead, which has not been explanted to-date. Device evaluation, corrected data: the suspect device was inadvertently reported as the generator, when intended to be for the lead, which has not been returned as it has not been explanted to-date. Device manufacture date, corrected data: the suspect device manufacture date was inadvertently reported for the generator, when intended to be for the lead.

Event description:
High impedance was detected on (B)(6) 2015, and a decrease in seizure control was reported. The patient has been referred to a surgeon for lead revision, but no surgical intervention has occurred to-date. Clinic notes received indicate that systems diagnostics was performed with lead impedance >=10000 ohms. The output current was lowered from 2.0 ma to 1.5 ma. The patient's generator was replaced on (B)(6) 2015.

Event description:
Additional information was received indicating that the vns patient underwent surgery on (B)(6) 2014. During the procedure, the patient¿s generator was replaced due to end of service. The replacement generator was tested with the existing lead and system diagnostic results showed lead impedance within normal limits. The lead was not replaced. The explanted generator was returned to the manufacturer where analysis is currently underway.

Event description:
The generator and lead were received for analysis on 01/15/2016. Product analysis for the lead was completed and approved on 02/02/2016. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 81mm portion the end of the connector ring quadfilar coil appeared to be broken approximately 37mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area on two of the broken coil strands as having extensive pitting which prevented identification of the coil fracture. The remaining two broken coil strands were identified as being mechanically damaged (smooth surfaces) which prevented identification of the coil fracture type and no pitting. Pitting and residual material was observed on the coil surface. During the visual analysis of the returned 135mm portion the connector ring quadfilar coil appeared to be broken approximately 20mm from the end of the cut / torn outer / inner silicone tubes. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as having extensive pitting which prevented identification of the coil fracture. The remaining broken coil strand was identified as being mechanically damaged (smooth surfaces) with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Product analysis for the generator was completed and approved on 02/04/2016. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7; eos - yes). It was reported that the patient was referred to surgery. The device was not programmed off after observing the high impedance. Clinic notes dated (B)(6) 2014 note that high impedance was observed and that the vns is still working. Device settings were adjusted. The notes indicate that the patient was referred for surgery. The physician's office reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were performed. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Age at time of event, corrected data: supplemental manufacturer report #01 inadvertently did not update this information. Date of event, corrected data: supplemental manufacturer report #01 inadvertently did not update this information. Operator of device, corrected data: supplemental manufacturer report #01 inadvertently did not update this information. Evaluation codes, conclusions, corrected data: supplemental manufacturer report #01 inadvertently did not update this information to report user error caused event.